Event description:
Implant placed 4/9/97, site #12. Implant failed and was removed 9/23/97. One person affected.

Manufacturer narrative:
The pt's medical history was received and evaluated. Co's conclusion remains the same- the implant is not believed to be the cause of failure.